Manufacturer narrative:
Evaluation- conclusion: issue was with the ups unit. Instrument was not affected. The ups unit is not manufactured by beckman coulter. Bec identifier for this report is (B)(4).

Event description:
Customer called on (B)(6) 2011 reporting of smoke coming out from the uninterrupted power system (ups) unit of a unicel dxc 600 synchron system. Customer proceeded to unplug the unit and no injury was reported. Bec field service engineer (fse) was dispatched and inspected the system. Fse determined that the issue was in fact with the power coming to the ups and the instrument was not affected. Customer reported that there was no affect to patient results and had contacted the ups distributor to obtain a replacement